Event description:
It was reported on (B)(6) 2014 that the patient was programmed the thursday prior to (B)(6) 2014. The patient noted that they were implanted recently and the patient did not believe that patient services would know answers and disconnected. One day later, it was reported that stimulation was in the wrong location. It was noted that the patient was programmed (B)(6) 2014 and ¿everything was great until this past weekend.¿ it was noted that ¿everything just stopped¿ and ¿stimulation seemed to be coming and going.¿ it was noted that the stimulation in the lower back was ¿gone¿ and all the stimulation was in the ¿left leg knee on down.¿ it was noted that the ¿stimulation was so strong in the legs that [the patient] could not walk.¿ the patient stated that they felt it while sitting down and standing. It was also noted that stimulation was uncomfortable. The patient stated that they were at an amplitude of five. The patient went down to an amplitude of zero but still felt painful stimulation. The patient noted that they were standing and wanted to turn stimulation off. When stimulation was turned off, the patient noted that the therapy ¿came back on by itself¿ 15 minutes after they had shut stimulation off. The patient was not sure of the event date but noted that (B)(6) 2014 therapy stated ¿getting weird.¿ the patient noted that they went to a concert on (B)(6) 2014 and ¿felt stimulation was driving [the patient] crazy.¿ the patient noted that they called the manufacturer representative on (B)(6) 2014 to report that the programming was not working but had not heard back. The patient was going to see the doctor (B)(6) 2014 at 2:30 pm. It was noted that the manufacturer representative was notified of the appointment. It was later reported on (B)(6) 2014 by the manufacturer representative that the device worked well until the adaptive setting was initiated. It was noted that then it made the settings ¿decrease too much¿ and the patient need to adjust it manually. It was noted that therapy worked great when the adaptive setting was turned off. It was also noted that the manufacturer representative met with the patient on (B)(6) 2014 but it was ¿still not working the way it should be¿ so the manufacturer representative would see the patient ¿next week¿ to correct it. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported the patient is doing great.